Manufacturer narrative:
Further information was requested but not provided

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry due to bvvi. Programming changes were performed to resolve the issue. There were no patient consequences.